Event description:
A patient experienced a shocking/jolting sensation down their arm. The issue was noted to have occurred when the patient touched their neurostimulator device site, or lead/extension site. Impedance measurements were noted to have been in range. Several impedance measurements were indicated to have been in the 690 and 1395 ohm range. The patient's outcome was not reported. Additional information is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).